Event description:
It was reported that the pump experienced a cartridge change error each time the customer attempted a cartridge change since (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer consistently managed to clear the error and reload the cartridge until (B)(6) 2025, despite having to attempt clearing the error 2-3 times. Tandem technical support approved a pump replacement after confirming that the customer followed the proper loading technique, ensuring air removal and absence of an o-ring, yet still faced the issue with a new cartridge over the phone.